Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06339. It was reported that patient presented remotely via merlin.net with either noise or electromagnetic interference on their atrial and right ventricular leads. No patient symptoms or condition was reported. Patient will continue to be monitored.